Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2018-04785, 2015691-2018-04786, 2015691-2018-04787, 2015691-2018-04788. In this case, the exact valve model number is not available. Unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the thrombosis is unknown. However, it could be related to the mechanisms described above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Reference article: eng mh, greenbaum a, wang dd, wyman j, dnp, arjomand h, yadav p, nemeh h, paone g, guerrero m, o'neill w. Thrombotic valvular dysfunction with transcatheter mitral interventions for postsurgical failures. Catheter cardiovasc interv. 2017 aug 1; 90 (2): 321-328. Doi: 10.1002/ccd.26909. Epub 2017 feb 10. Pubmed pmid: 28185392.

Event description:
As reported through article, ¿thrombotic valvular dysfunction with transcatheter mitral interventions for postsurgical failures immediate procedural mvarc defined¿, reports the outcome of thirteen tmvr cases that were treated with degenerated mitral valve repair or valve replacement were treated. Under the heading ¿procedural results¿: one valve in ring case required a second valve. Under the heading ¿in hospital clinical course¿: 1 major bleeding event associated with delayed hemostasis due to delayed apical hemostasis and required two units of blood. Under the heading ¿intermediate clinical followup¿: the one of the three mentioned hospitalized patients (hospitalized for persistent lower extremity edema caused by an iatrogenic atrial septal defect). It was reported they plugged the asd and the patient¿s symptoms resolved. Two other hospitalized patients elevated gradients, chf symptoms. They were symptomatic and hospitalized). Treatment was enoxaparin. It says the one patient was ¿post valve in valve, treated with enoxaparin for 4 weeks, mg and nyha symptoms improved. The other patient was ¿post valve in ring¿ and couldn¿t tolerate anticoagulation due to gi bleeds. (Gradients therefore did not improve). A third patient had valvular thickening suspected to be subacute thrombus. His gradients were never increased, his symptoms were fevers but negative for endocarditis, and the fevers resolved. He was treated with coumadin but leaflet motion remained reduced.